Event description:
During surgery implants broke on insertion. The fourth implant was drilled out using a tissuetak drill. The surgeon drilled and tapped before. Surgeon switched to open procedure and used a titanium implant. No adverse consequences with pt were reported as a result of this event. This device is used for treatment.